Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Lot # 3192210. Item # 320550. Email detail received - customer says needle do not work. Original message from the customer: "I did not save all the boxes that the needles came from one of the lots is 3192210. The needles just do not work. I have been thinking I will get the doctor to change the needles. Not sure what you can do but I can send back all the needles that are no good if you want. (Name removed) dc. Email received 05.07.2023. The last box of pen needles not working, some of them came out of was lot 3192210, 330550. Awaiting sample: first pir on case # (B)(4) mail kit sent 05.08.2024. This second pir (B)(4) mail kit being sent out 05.08.2024 dc.

Manufacturer narrative:
H3 other text : device is not available.